Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s glucose reached 212 mg/dl while using the ilet with a libre 3 plus cgm and insets, without accompanying alerts, after a recent infusion set change; the user could not check the infusion site at the time, later replaced the cgm sensor, and a fingerstick earlier showed 134 mg/dl with glucose subsequently back in range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.